Manufacturer narrative:
Age or date of birth: please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Sex: please note that this is the gender of the majority of patients reported in the article as the actual genders of patients involved was not provided. Date of event: please note that this date is based off the date of publication of the article as the actual event date was not provided. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_ext, serial/lot #: unknown. The reported events were from the following literature article and its accompanying supplemental material: stroupe kt, smith b, weaver fm, gonzalez b, huo z, cao l, ippolito d, follett ka. Healthcare utilization and costs for patients with parkinson¿s disease after deep brain stimulation. Movement disorders clinical practice 2019 doi: 10.1002/mdc3.12765. If information is provided in the future, a supplemental report will be issued.

Event description:
The following event was reported in literature: reported event: 213 patients with dbs for pd experienced device failure or mechanical problems, such as fractured/broken lead, exposed wires, wire tethering/bowstringing, and lead migration. 56 patients experienced these complications after the initial procedure and 157 occurred after a follow-up procedure. It was unclear if the patients required lead or implantable neurostimulator (ins) revision or removal as the article did not clarify this. No specific device information was provided.